Event description:
The customer reported a total failure of the 119 bed monitors; all wards lost their connection to their monitors. The connection was restored automatically. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported a total failure of the 119 bed monitors; all wards lost their connection to their monitors. The connection was restored automatically. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.